Event description:
It was reported that the patient with this electrode received four inappropriate shocks, and an electrode fracture was suspected. In-clinic troubleshooting will be performed. The following day, the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. First, the physician connected the previous lead to the new s-ICD in order to determine if the electrode was damaged. With the new s-ICD, many artefacts similar to the ones seen with the previous s-ICD were observed. As such, the electrode was replaced. Visually, the physician noticed damage on the electrode connector due to a suture on the electrode, so for the physician the cause of the clinical observations was the suture rather than an issue with the electrode itself. The lead will be returned to boston scientific for further analysis. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to the proximal electrode, extending into the insulation. Setscrew marks were in the correct location on the terminal pin. Resistance testing measured slightly higher than normal, indicating a possible fracture or broken conductor. An x-ray of the electrode confirmed the distal electrode cable was fractured approximately 25 millimeters from the terminal end. There was also an observed bend in the lead body with a tear in the terminal boot approximately 25 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode received four inappropriate shocks, and an electrode fracture was suspected. In-clinic troubleshooting will be performed. The following day, the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. First, the physician connected the previous lead to the new s-ICD in order to determine if the electrode was damaged. With the new s-ICD, many artefacts similar to the ones seen with the previous s-ICD were observed. As such, the electrode was replaced. Visually, the physician noticed damage on the electrode connector due to a suture on the electrode, so for the physician the cause of the clinical observations was the suture rather than an issue with the electrode itself. The lead will be returned to boston scientific for further analysis. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.